Manufacturer narrative:
(B)(4). It is uncertain if the device sample is available for evaluation.

Event description:
The customer alleges that during a deep venous puncture, the guidewire lost stiffness and unraveled.

Manufacturer narrative:
Qn# (B)(4). The customer returned the guide wire assembly for evaluation. The guide wire was returned retracted into the advancer assembly and showed evidence of use. The guide wire had observed to have two kinks towards the j-bend on the distal end of the guide wire body. Microscopic examination revealed offset coils at the kinks on the j-bend. Both welds were present and were observed to be full and spherical. No damage was observed on the advancer assembly. The kinks/offset coils were located at 2.5cm and 3.1cm from the distal tip. The outside diameter (od) of the guide wire measured 0.805mm, which met specification. The length of the guide wire was also measured and found to meet specification. A manual tug test confirmed that both the proximal and distal welds were intact. A device history record (DHR) review was performed on the guide wire and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. (Con't)- other remarks: the report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked with offset coils in two locations, 2.5cm and 3.1cm from the distal tip. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that during a deep venous puncture, the guidewire lost stiffness and unraveled.